Manufacturer narrative:
This report is for an unknown locking screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, multiple distal variable angle locking screws in va lateral distal fibula plate would not lock into plate. The surgeon tried re-drilling holes and using new screws. The surgeon decided not to use the construct and changed surgical plan to use a different construct. Additional x-rays were taken to remove plate and implant new construct. There was a surgical delay of forty-five minutes. The procedure was successfully completed. Concomitant medical product: unknown drill (part# unknown, lot# unknown, quantity# 1). This is report 2 of 2 for (B)(4). This report is for unknown locking screws.